Event description:
It was reported the device "readings were low". The reporter could not confirm whether the issue was detected during testing or with patient. No additional information will be provided.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, and the device failed "check relief pressure". The smc check valve and nrv assembly were both found to be faulty due to regular wear and tear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.